Event description:
Freestyle libre cgm device showed low blood glucose readings of 60; I got worried and drank some oj; the readings still showed low; I drank more oj, then felt very faint. My husband then tested my blood sugar with strips and that showed 280; but my libre meter still showed 60. This product is unreliable and dangerous. Scary experience. FDA safety report ID# (B)(4).